Event description:
Literature was reviewed regarding a patient with a native tricuspid aortic valve and severe calcification at the aortic valve annulus (perimeter of 88.7 mm) who underwent transcatheter aortic valve implantation (tavi). The authors also stated that ¿massive calcif ication¿ was observed in the commissure between the left and right coronary cusps. Tavi was performed with a medtronic 34 mm evolut pro+ system. During tavi, a pre-implant balloon aortic valvuloplasty (bav) was performed using a non-medtronic 22 mm inoue balloon. Following the loading process, the evolut pro+ valve was inspected by several physicians under fluoroscopy for adequacy and was s ubsequently advanced through the native aortic valve. During valve deployment, the first third of the valve was released with a gradual counterclockwise rotation of the actuator and temporary hypotension was detected. However, it was stated that the patient¿s bl ood pressure stabilized when the valve was deployed near the point of no recapture. The valve frame could not be revealed with fluoroscopy and appeared as a ¿magatama-like shape¿ (curved, comma-shaped) on transesophageal echocardiography (tee). The valve was recaptured and redeployed, but the unexpanded shape remained. The authors wrote, ¿we initially suspected a crimping (loading) issue, which led to the removal of the tav (evolut pro+ valve) from the patient. However, a folded form of the valve was observed in the retrieved tav.¿ a second 34 mm evolut pro+ valve was loaded, and it was confirmed that the loading process was performed correctly prior to insertion. The second valve was slowly deployed until nearing the point of no recapture. Tee and fluoroscopy confirmed the shape of the valve, and an inadequate partial expansion was observed. Although the valve frame expansion was incomplete, the patient's hemodynamics remained stable. Upon full deployment, tee confirmed that the second valve folded into the same shape as the first valve, and the partial expansion remained impaired. Consequently, a post-bav was performed with a non-medtronic 25 mm z-med ii balloon, which resolved the infold. With the valve frame fully expanded, a favorable effective orifice area was obtained, and the procedure was successful. Post-operative computed tomography showed adequate valve frame expansion. No further information pertaining to medtronic products was noted.

Manufacturer narrative:
Citation: k. Tosaka, r. Ninomiya, t. Fusazaki, et al., infolding of evolut pro+ during transcatheter aortic valve implantation and bailout by post-balloon dilation: a case report, journal of cardiology cases, https://doi.org/10.1016/j.jccase.2023.12.008 earliest date of publication used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product, no definitive conclusion can be made regarding the clinical observations. Select patient information cannot be included in regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.